Event description:
The reported problem (injury) was confirmed. A us distributor reported that the battery fell out of the monitor which hit and broke the patient¿s toe while wearing the lifevest. Patient also stated weight from vest is causing hip pain. The patient¿s physician treated the area of the injury. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.